Manufacturer narrative:
(B)(4). Device was not returned for manufacturer's investigation. A review of the lot history record and complaint history of the reported product could not be conducted due to no product lot number available. All the shipped products are inspected for appropriateness and meeting the releasing criteria during its production process. Based on the information reviewed there is no indication of a product deficiency. Based on the obtained information, it is presumed that the tip of guidewire was trapped in the target lesion or eventually by the pre-implanted stent, where rotation and/or pull-back manipulation was made to the guidewire for removal, the manipulation force was accumulated to the distal section of the guidewire and finally it was broken off due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat a heavily calcified cto lesion at mid rca, subject guidewire was advanced to the lesion in an antegrade manner first, however it could not cross the lesion, then the same guidewire was re-advanced to the lesion in retrograde manner through sv graft, during the attempt to cross the lesion breakage of the guidewire distal was noted. The broken fragment was left in the anatomy at the physician discretion. Patient has been discharged without complication.

Manufacturer narrative:
A small part of elongated and broken piece of the coil wire was returned to manufacturer, which suggested the breakage of the coil wire due to twisting force at the time of elongation. Core wire was not returned so that investigation could not be conducted.

Event description:
Additional information was provided on october 29, reporting that additional intervention procedure for recanalization was performed to the patient at different hospital. After successful recanalization, retrieval of the fragment left in the anatomy was attempted with snare device. Retrieval approach by retrograde manner was partly successful but some portion of the fragment could not be retrieved, retrieval approach from antegrade manner followed and part of the fragment was retrieved. Some portion of the fragment that was finally not retrieved was fixed against the vessel wall by stent.